Manufacturer narrative:
Patient height reported as 70 inches. (B)(6). Additional product code: hrs. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient received a revision surgery on (B)(6) 2015 after experiencing pain from a navicular cuneiform fusion surgery performed in 2013. X-rays were taken and a non-union was identified. During the revision surgery a variable angle (va) locking screw broke and the shaft remained within the patient. No other information could be provided. This is report 1 of 1 for (B)(4).